Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No unlocked j2/lcd keypad connector. However, unit received with all operating currents within spec and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prim test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarm and battery life was diminished. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.